Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received excessive no delivery alarms. Customer's blood glucose level at the time 430mg/dl. Troubleshooting occurred. No additional information is provided.